Manufacturer narrative:
Based on the acceptable calibration and qc data a general reagent problem was ruled out. Further investigation could not be performed as the customer had the analyzer uninstalled on (B)(6) 2021. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The customer performed a visual inspection of the samples and did not see any abnormalities. The field applications specialist confirmed patient samples are being sent to a different laboratory for processing. The investigation confirmed the last calibration results were ok. The investigation reviewed the provided qc results and found qc results with several flags. The investigation confirmed the qc results on 06-jul-2021 were ok. A precision check was completed with acceptable results. The investigation is ongoing. Initial reporter phone: (B)(6).

Event description:
The initial reporter received questionable cobas integra creatinine plus ver.2 results for 26 patients tested on a cobas c111 analyzer. The customer confirmed no questionable creatinine results were reported outside the laboratory. The customer performed repeat testing with the samples. Below are five examples of questionable creatinine results provided by the customer: patient 1's initial creatinine result was 1.79 mg/dl, and the patient's repeat creatinine result was 1.00 mg/dl. Patient 2's initial creatinine result was 1.42 mg/dl, and the patient's repeat creatinine result was 1.00 mg/dl. Patient 3's initial creatinine result was 2.52 mg/dl, and the patient's repeat creatinine result was 1.22 mg/dl. Patient 4's initial creatinine result was 1.66 mg/dl, and the patient's repeat creatinine result was 1.11 mg/dl. Patient 5's initial creatinine result was 9.39 mg/dl, and the patient's repeat creatinine result was 1.12 mg/dl. The creatinine reagent lot number was 54627101 with an expiration date requested but not provided.